Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 90% stenotic proximal right coronary artery (rca). The physician first deployed a 3.5x20mm and a 3.5x32mm taxus stent in the proximal to mid rca. Then the physician advanced the 3.5x15mm quantum maverick balloon to the stents to post dilate and inflated the balloon to approximately 10atms on the first inflation, then removed the balloon. Upon removal, the physician noticed that the balloon had a rupture. The procedure was completed with this device. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.